Event description:
Reporter indicated a vns patient was having increased seizures above pre-vns baseline levels which is believed to be due to the vns generator nearing end of service. The current end of service status is "no" on generator interrogation. Medication levels for the patient are therapeutic, and no medication changes have been done. The vns output current was increased to 3.0ma as an intervention for the seizures. Surgery to replace the vns generator is likely. A vns battery estimate performed by the manufacturer yielded approximately -0.2 years remaining.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were identified and the generator performed per specifications. An implant card was also received indicating vns diagnostics were "ok" with the resident vns lead and new model 103, (B)(4) generator.

Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery performed.the explanted generator has been returned and is pending product analysis.